Manufacturer narrative:
Concomitant medical product(s): product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 28-oct-2015, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 10-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The device was being used to deliver 2,000 mcg/ml gablofen (baclofen) at 225 mcg/day. A piece of the pump segment was severed, it could have occurred when the pocket was being reopened for the pump exchange. The issue occurred on (B)(6) 2020. There was not excess fluid in the pump, and up until the pump replacement the patient wasn¿t symptomatic. The catheter that was the spine segment was dripping, and appeared to be drug that was in the catheter or csf. No signs or symptoms of the issue. Environmental/external/patient factors that may have led or contributed to the issue included a new catheter segment was added, and then tested catheter through catheter access port. Catheter aspirated successfully. The explanted products were discarded by the customer. The issue was resolved at the time of the report.